Manufacturer narrative:
The insulin pump passed functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The boluses were properly delivered during testing and the insulin pump functioned properly. The insulin pump was received with a cracked display window, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that she was hospitalized due to diabetic ketoacidosis and that the cannulas tended to be kinked. The blood glucose reading was 481 mg/dl. The customer felt short of breath, light headed and had abdominal pain. The customer was wearing the insulin pump at the time of the event. The insulin pump will be replaced per the customer's doctor's order, and returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.